Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included major depression in 2013, spontaneous abortion and multiparous. Previously administered products included for an unreported indication: celexa in 2013 and depo-provera. Concurrent conditions included abdominal pain and depression. Concomitant products included intrauterine contraceptive device (iud nos). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced anxiety ("hormonal changes describe: I was put on birth control that caused anxiety and headaches"), headache ("hormonal changes describe: I was put on birth control that caused anxiety and headaches/migraines / headaches"), migraine ("migraines") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, headache, migraine and vaginal discharge outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: there were 4 coils protruding from the ostia, two coils were noted to be protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: devices are in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs andf mr received. Events per pfs: hormonal changes describe: I was put on birth control that caused anxiety and headaches, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), pain, vaginal discharge were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included major depression in 2013, spontaneous abortion and multiparous. Previously administered products included for an unreported indication: celexa in 2013 and depo-provera. Concurrent conditions included abdominal pain and depression. Concomitant products included intrauterine contraceptive device (iud nos). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced anxiety ("hormonal changes describe: I was put on birth control that caused anxiety and headaches"), headache ("hormonal changes describe: I was put on birth control that caused anxiety and headaches/migraines / headaches"), migraine ("migraines") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, headache, migraine and vaginal discharge outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: there were 4 coils protruding from the ostia, two coils were noted to be protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: devices are in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.